Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units user reported a noisy sound, while the unit was charging the battery. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Alarm sound from the machine when charging battery and the machine in power off status. Inspection for the machine check event log and power voltage. Vision inspection for inside circuit board. Functional check according factory specifications. Can¿t simulate the problem. Return machine to customer for clinical use. There was no patient involvement.